Manufacturer narrative:
Date of event: (B)(6) 2015. Date received by manufacturer: 05/27/2016. Conclusion / root cause: the data acquisition pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was not in use on patient.